Manufacturer narrative:
One warmer device was received for investigation. During visual inspection the device was observed to have a cracked enclosure, damaged circuit board, and faded line cord. The reported issue was confirmed during functional testing, when the over temperature button would not activate. The investigation traced the issue to the membrane switch, which was determined to be worn out. The investigation could not attribute a root cause but determined the condition was consistent with normal wear from usage. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the over temperature alarm button would not function. Patient involvement unknown.